Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the alarm could not be cleared, even with the removal of the battery and two hour rest. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted.